Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer was riding a scooter and fell pump, and as a result the touchscreen became cracked and unresponsive. The was no reported impact to the customer's blood glucose value. Customer reverted to manual injections for alternate insulin therapy.